Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a taper to taper tear on the balloon, approx 4 mm from the balloon proximal tip. A possible cause of the taper to taper tear in the balloon could have been rapid impulsive inflation. If pressure is applied in a rapid impulsive action, this could result in excess pressure being applied to the balloon before the activation of the pressure relief valve, resulting in a rupture of the balloon and the failure mode was a taper to taper tear. The review of the lhr (lot f1313704) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the root cause of the tear could not be conclusively determined.

Event description:
The following info was reported by aci distributor: immediately after the second "bump" the balloon burst. The physician pulled out the device and started with manual compression. I was present in the procedure and we try together to inflate again - we saw the balloon rupture. The duration of the manual compression was about 15 minutes. There was a hemorrhage which was treated with tight bandaging. Stick location femoral artery. The pt was hospitalized for reason unrelated to the mynx device / mynx procedure.